Event description:
It was reported the processor got hot and melted. There was no allegation of injury associated with this complaint. The patient was advised to discontinue use of the processor and a new replacement processor was sent.